Event description:
According to the information received, this pt had two vein grafts anastomosed proximally with sjm symmetry bypass system aortic connectors during a coronary artery bypass procedure. Six months postoperatively, cardiac catheterization demonstrated one connector grafts was 50% stenosed and percutaneous transluminal coronary angioplasty (ptca) was performed. The pt had a history of hypertension, diabetes and coronary artery disease. No additional information received, including the pt's present health status.